Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided angiographic material was reviewed. The technical investigation revealed that the balloon of the delivery system shows clear signs of inflation. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. The stent is not returned. The angiographic was reviewed. The actual complaint event is not visible. The angiographic material does therefore not provide further relevant information regarding the root cause of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU clearly states not to re-insert the stent and/or the delivery system if the stent system was removed prior to expansion.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (95 percent stenosis degree) in the tortuous proximal cx. After the orsiro mission did not pass the lesion, another guiding catheter was used and the device was re-inserted but did not pass again. During withdrawal the stent dislodged. An attempt to retrieve the stent with a snare failed. The stent was finally adapted to the vessel wall.